Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed with off no power multiple times. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the off no power alarm. The customer received a low battery alert prior to the off no power alarms. The off no power alarms occurred less than 24 hours from the low battery alerts. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specifications. However, the pump was received with a corroded battery tube. No low battery alerts, off no power anomaly, weak battery alarms or failed battery tests noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime during the prime test due to a faulty force sensor resistor. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.